Event description:
This 39 year old female had breast augmentation done about 13 years ago with bilateral implantation of silicone gel breast prostheses. The manufacturer of these devices is unknown to this reporting facility. A mamogram in 1988 showed what appeared to be intact breast implants. A repeat test this year reportedly showed a aruptured right breast implant. Gross description reveals a ruptured right breast implant and an intact left implant. Microscopic exam reveals hyalinized fibrous connective tissue with histiocytic reaction to foreign material - both capsules.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.